Manufacturer narrative:
Updated fields: b4, g3, h6, h2, h3, h6 (investigation findings, investigation type, investigation conclusion, componenet code), h11. It was reported that while checking the equipment the cardiosave intra aortic balloon pump (iabp) battery could not be charged. Patient not involved and no harm reported. After the customer changed the slot, it was still unable to charge power. A getinge field service engineer (fse) after inspection, it was determined that it was a problem with the backup battery. It was recommended to replace a new backup battery. At present, the customer still needs to go through the approval process, and the spare parts can be replaced after approval. The customer has not agreed to pay for the battery replacement. The customer agrees to update the information after the repair. The customer did not provide the specific operating time. The battery cannot store electricity. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during equipment checking the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involved.